Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent radiofrequency bone metastasisablation procedure at t11. Intra-op, when the radiologist tried to push back the introducer that was placed into the vertebra, the purple plastic part disassociated the metal cannula inserted into the vertebra. Radiologist used a forceps to remove the metal cannula fragments. The radiologist had to use another cannula to be able to inject the cement and to finalize the intervention. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis result: visual inspection confirmed a cannula was returned and the hub has separated from the shaft. The cannula's knurling was present as well as the flair on the backside of the shaft. It appears the shaft separated from the hub during use. The shaft has also been bent. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.